Event description:
It was reported that a malfunction alarm with code malf 16 occurred, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address, instructed customer on putting the pump into storage mode, and arranged for the pump replacement.